Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during functional testing and review of the archive. The reported complaint that the drive shaft could not be rotated back to the home position was confirmed during functional testing. The root cause for the ua45 error was due to the driveshaft not being at home position. Usually, the error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was observed that the encoder drive shaft was difficult to rotate due to the sticky clutch plate, likely caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. A review of the archive data showed ua45: thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the displayed ua45 upon powering up the platform; thus, confirming the reported complaint. The encoder drive shaft was rotated to the home position to remedy the reported complaint. It was observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance, confirming the secondary complaint. The sticky clutch plate made it difficult for the user to manually rotate the drive shaft to the home position before turning the device on. The clutch plate was deburred to remedy the complaint and to prevent recurrence of ua45. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. When the customer subsequently rotated the drive shaft via the administrative menu to clear the ua45 message, the drive shaft could not be rotated once the value reached approximately 02000. No patient involvement.